Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unit powers off during use. The reporter alleged trying the meter, which started to turn on the normal way, and then died completely; putting a strip in did nothing. The reporter alleged trying to turn the meter on manually and it did come to the opening screen but when another strip was put in, the entire meter turned off and has not turned back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.